Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 190 mg/dl. Reportedly a new cartridge was loaded, and insulin delivery was resumed however the altitude alarm recurred. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.